Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to a significant post-operative blood loss originating from a staple line bleed at the anastomosis, which could potentially be related to a product problem. The patient had a reoperation on an unspecified date which required a transfusion and a revision of the anastomosis was performed. If additional information is received, a follow-up MDR will be submitted. Corrected information can be found the following fields: b1 and annex a. B1 updated to " adverse event and product problem" from " adverse event" annex a updated to include a050501 - failure to fire.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Site history complaint review was conducted on 29-sep-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 29-sep-2021 for a procedure on (B)(6) 2021 on system sk1474. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform (sf) stapler pn 480460-09 // ln: l91210510-0058 // sn: (B)(4) was in use for 22 minutes and fired four blue reloads pn 48360b. All other, reusable, instruments used in the case have been used in subsequent procedures and at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted stapler log review and results were as follows: logs show that sureform (sf) stapler pn 480460-09 // ln: l91210510-0058 fired 5 reloads (1 white followed by 4 blue). All firings were completed. The first firing (white) had 1 pause for compression and the others had no pauses. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient allegedly experienced post-operative complications for which a transfusion was required and a second surgery was performed to repair an alleged anastomotic leak. At this time, the root cause of the event is unknown.

Event description:
It was reported by a surgeon that after a successfully completed da vinci-assisted right hemicolectomy procedure on (B)(6) 2021, the patient required ¿two transfusions of blood¿ due to 2 liters of post-operative blood loss. The initial procedure completed robotically with no intra-operative issues or patient injury. It was reported by the surgeon that there was a post-operative ¿staple line bleed.¿ the patient had a reoperation on an unspecified date which required ¿a revision of the anastomosis.¿ on 27-sep-2021, an intuitive surgical, inc. (Isi) clinical sales representative (csr) provided the following information regarding the reported event per conversations with the surgeon: after a successfully completed da vinci-assisted right hemicolectomy procedure that was performed on (B)(6) 2021 on a female patient, there were post-operative complications. The surgeon had reported to the csr that the procedure was perfect and everything looked great. But days after, post-operatively, the patient was still in the hospital and the patient had blood in her stool. The csr said that they ¿did a scope¿ and determined that, according to the surgeon, there was a ¿significant staple line bleed at the anastomosis¿ where a blue sureform (sf) reload had been used with a sf 60 stapler instrument. It was reported that the patient required a blood transfusion; described as ¿they gave her two transfusions of blood¿ on an unspecified date due to two liters of post-operative blood loss. The surgeon ¿took back the patient¿ on an unknown date where the surgeon performed a reoperation to ¿re-do and revise the anastomosis.¿ the same surgeon performed the second reoperation. The patient¿s current status was unknown. Additional event details were unknown. No product is expected as the site discarded the instrument and the reloads after use as there was no initially known problem. Isi has reached out to the surgeon to obtain additional information but has not yet received a response. At this time, the following is unknown: what was the indication for surgery for the right hemicolectomy procedure? Was the stapling for resection? If so, were there 1 or 2 staple firings? Was the common defect closed with sutures or staples? When was post-operative bleeding found? What symptoms did the patient present, outside of bloody stools? How was the post-operative staple line anastomotic bleed diagnosed? (Colonoscopy or other diagnostics performed?) Confirmation of where the bleeding was coming from? How much blood loss was there (ebl)? How much blood was transfused? Did the alleged staple line anastomotic leak/bleed stop? If so, how? When was the 2nd reoperation; and what type? What medical intervention was administered, if any, outside of reanastomosis? Was there additional or prolonged hospitalization?